Event description:
Received a report from a consumer who sought medical treatment for odor and discharge after the end of her menses. Consumer indicated dr removed a tampon with a string. Consumer feels two pledgets were in the last tampon used (which is spacially impossible).